Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.